Event description:
A (B)(6) customer received a blood glucose reading of 31.1mmol/l on the contour next link, re-tested on a contour next and the reading was 7.7mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. A new kit was sent to the customer.